Event description:
It was reported that during surgery, the doctor fixed the screw with the guide wire, however it braked and the thread was not progressing. The surgeon realized that the screw broke and entered inside the key. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found recommendations and precautionary statements for proper use of product. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed this case reports the breakage of the biosure screw, and it is unknown if the broken pieces were retrieved from the patient. Based on the limited information provided the root cause of the breakage could not be determined. It is unclear if the instruction for use were adhered to. If a portion of the biosure screw remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. However, it is unknown if the biosure screw will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.